Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin and also it was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level ranged from 110-248 mg/dl. A cartridge change was performed resolving the issue.